Event description:
A review of service data detected a reportable problem. During servicing of monitor sn (B)(4), the monitor displayed a service code 203 and failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 203. The cause for the service code and pulse test failure was isolated to a fractured high-voltage capacitor c22. The negative lead of the c22 capacitor was fractured. The root cause for the damaged capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.